Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, episodes of non-sustained rv oversensing were observed. Chest x-ray was performed and it was noted that the tip of the lead was not fully inserted into the device. The physician was concerned about the lead connection. After reviewing the noise morphology and presentation, myopotential oversensing was suspected. Programming changes were made. Patient was stable.